Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call of issues with their sensor. The customer states their sensor was not sticking to their body. The customer states their blood glucose and sensor readings were off. The customer states their blood glucose level had been over 500mg/dl. The customer treated with the pump. The customer declined to troubleshoot for the highs. The customer was advised not to treat base off of sensor readings.